Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code is unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4) - it was reported by the consumer that while trying to exit the m51 power wheelchair, the seat tipped forward, her foot got caught between the unit and the wall, resulting in a broken ankle. No additional information was given, and if it becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2012-02577 indicting type of reportable event as a malfunction. The correct response should have been serious injury.